Event description:
No additional information.

Manufacturer narrative:
Two mz1000 china samples were received in opened packaging from lot 25035127 for investigation of (B)(4). The customer reported that ¿when attempting to draw blood back using a syringe, no blood was drawn. Suspecting the connector was blocked, a new connector was immediately installed. Blood back was successfully drawn and the line flushed.¿ a visual inspection of the returned maxzero samples did not reveal any obvious product defects or manufacturing abnormalities. The samples then underwent functional testing; each unit was initially primed and flushed using a 50ml bd plastipak syringe, and both samples remained occluded, confirming the customer¿s reported experience. When flushed using a 5ml luer slip syringe from stock, slow flow was observed. Full flow was only achieved when the maxzeros were connected via a three-way stopcock and then to the plastipak syringe. The details of this feedback were forwarded to the manufacturing site and supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer¿s experience; the investigation included analysis of the piston of the affected component, it was identified that the components were within specification. However, in order to confirm the root cause of the customer¿s experience of occlusion, further investigation will be performed by the manufacturing plant and the supplier of the piston in order to reduce such instances during future production. A review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, since the manufacture of the affected product, the moulding of the piston has been transferred to an alternative manufacturing facility; to date, no similar reports have been received from production from this facility. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had an occlusion. The following information was provided by the initial reporter, translated from chinese to english: the connector is not leaking fluid. Number of defective products: 3. Two defective products can be returned; photos are available. A claim is required, along with a complaint response letter and a complaint acceptance letter.